Manufacturer narrative:
The reported complaint was confirmed. Per data log review, on (B)(6) 2021 a perfusion screen was opened at 09:22:59 am. 'Underspeed' and 'belt slip jam status = true' events were found in the logs which was an indication of a possible over occlusion or tube routing issue preventing the pump from turning. There was no indication in the log of a cardioplegia pump hardware issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: the team had an incident with the six inch roller pump on the heart lung machine (hlm) during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2021. The team set up, primed, set occlusion and initiated bypass without issue. During the procedure the team slightly loss occlusion and was unable to keep occlusion even by tightening down on the occlusion knob (re-adjusting occlusion during the procedure). To mitigate the issue the team increased the speed to enable a higher pressure within the system. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss.

Manufacturer narrative:
The field service representative (fsr) could not verify the reported complaint. The perfusionist stated that the occlusion knob seized up and was unable to be turned. However, the perfusionist was able to free it up prior to the fsr visit. The fsr greased the occlusion knob and verified it was moving freely. Testing was preformed on the roller pump. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the cardioplegia pump would not properly occlude. As mitigation, the pump was run at a higher milliliter per minute (ml/min) rate and continued to be used during the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.